Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported upon interrogation, that no capture issue was observed on the lv lead. No patient symptoms were reported. Lead impedance was stable however a manual test performed which showed higher value. Other vectors were tested and a cap test was performed which showed the threshold issue as stable. A quick-pot test performed and showed lv to rv for the ventricular delay. Programming changes were made. Patient was stable and will be brought back to be monitored.